Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt felt a heating sensation and pain inside the ipg pocket only when recharging. She stated that these issues did not exist unless she charged the ipg. It was reported that the pt was recently in a car accident. The pt reportedly uses a neoprene belt while charging, but she must stop halfway through charging because the heating sensation is too uncomfortable. A replacement charger did not resolve the issue. The next course of action is currently undetermined and no further information is available at this time.